Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product was not directly related to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: eitan a et al. Does valve in valve tavr carry a higher risk for thromboembolic events compared to native valve tavr? Catheter cardiovasc interv. 2020 apr 1;95(5):1017-1021. Doi: 10.1002/ccd.28391. Epub 2019 jul 9. Earliest date of publish used for event date. Information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a literature article regarding an assessment of the risk for brain lesions following valve-in-valve transcatheter aortic valve replacement (viv-tavr) compared to native valve tavr (nv-tavr). All data were collected from a single center between january 2014 and december 2017. The study population included 250 patients (125 male, 125 female) with a mean age of 79 years. Of those, 25 were previously implanted with medtronic surgical aortic valves: hancock ii (11) and mosaic (13). In addition, 71 patients from the study population underwent viv-tavr or nv-tavr with medtronic evolut r transcatheter aortic valves. No serial numbers were provided. Among all patients, 2 all-cause deaths occurred. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all hancock ii and mosaic patients, adverse events included: viv-tavr due to stenosis, insufficiency, or a combination of stenosis and insufficiency. Based on the available information, medtronic product was associated with the adverse events. Among all evolut r patients, adverse events included: second valve implanted for an unknown reason; stroke (disabling, non-disabling, or transient ischemic attack); new brain lesions (noted on diffusion-weighted magnetic resonance imaging within 3-5 days after the procedure); coronary obstruction; cardiac tamponade; cardiopulmonary resuscitation performed for an unknown reason; ventricular arrhythmia requiring direct current shock; post-implant balloon aortic valvuloplasty performed due to ¿significant¿ paravalvular leak; major vascular complications; life-threatening bleeding; and high transvalvular gradients. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.